Event description:
A medtronic representative reported that the camera cable on the stealthstation treon guidance system is bad. The medtronic rep initially noticed the camera cycling. After swapping out cameras and the cable and then testing both on another system, found that both cameras are working fine. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Rmas issued for camera cable, spring arm assembly, comm cable and computer/pci card. Investigation finds that changing the optical ports on the computer and the power communication cable resolved the issue with the system. The system is fully functional.